Event description:
The patient contacted animas on (B)(6) 2012, and reported that the keypad buttons were difficult to press and had delayed responses. The patient reportedly wore the pump under a garment against the body and did not clean the pump. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
(B)(4): examination confirmed the contrast, ok, and down button are intermittently responsive and the keypad is torn. The keypad was removed and contamination found under all button contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.